Manufacturer narrative:
The device evaluation was completed on 12/28/2020. The device was visually inspected and reddish material was observed in the pebax. A second closer inspection was performed and it was found a hole and reddish brown material. Then, magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device [30441905m] number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, it was reported that during ablation, the force would go really high. The catheter was replaced and the issue was resolved. There was no patient consequence. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found on 12/28/2020 that there was a hole on the pebax and reddish material inside of it. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 12/28/2020.